Manufacturer narrative:
Ortho performed retain testing, return testing, batch review, complaint review by lot and master lot. All results were satisfactory. (B)(4).

Event description:
Report 2 of 2. Customer reporting two separate events of false positive reaction with the anti-b microwell (forward) using mts abd/rev gel cards when compared to negative results observed with the same patients by the traditional tube method. According to customer, cord sample was tested on (B)(6) 2017 using gel card lot # 082417037-55 exp 6/10/2018 and customer reported the blood type as group b, rh positive. ( control well was negative). Because of no history, sop from hospital required repeat testing using tube method. Tube result indicated the blood type of cord sample to be group o, rh positive. Because of abo discrepancy, testing was repeated using gel card from a different sleeve but same lot # and result showed the blood type on cord sample to be group o, rh positive. Testing was performed using mts diluent 2+ lot # mdp145 exp 2/27/2018. Second incident occurred again on (B)(6) 2017, where testing of sample with a previous history of group o, rh positive, customer reporting false positive reaction with the anti-b mircowell. Again, when testing was repeated using a different card ( same lot #), the blood type was deemed as group o, rh positive. Customer also confirmed the blood type on second sample as group o, using tube method. Customer further added daily qc testing was performed and results acceptable.